Event description:
Please refer to report 0009613350 - 2019 - 00052.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. D11 associated products: item# 0100405118, lot# 2411175, revitan, distal part, straight, uncemented, 18/140 (previous ref. 0100405114 / lot unk). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed again. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Trend analysis: no trigger considering the following event is identified: implant fracture. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that due to difficulties with the connection of the definite proximal part of the revitan stem to the definite distal part, two and a half year postoperatively, the patient experienced a fracture of the proximal part of the revitan stem on the medial side. Product was implanted on (B)(6), 2008 and revised on (B)(6), 2010. Review of received data - summary of imaging: 2 views of the left hip pre-and post revision assessment of imaging: 2 views of the left hip pre-revision demonstrate a left total hip arthroplasty with cement fixation of the acetabular cup. Femoral head not well seen. Cerclage wire is seen fixating a greater trochanter fracture. One of the cerclage wires appears to be fractured. Slight angulation and spacing between the proximal and distal component of the femoral stem. Osteopenia. Right total hip arthroplasty with screw fixation of the acetabular cup also seen. Lucency along the proximal femoral component of the right total hip arthroplasty suggests possible loosening. Two images post revision of the left hip demonstrate a left total hip arthroplasty with cement fixation of the acetabular cup. Femoral head not evaluated. Femoral component has been revised without angulation. Proximal cerclage wires are again seen without fractured wire identified suggesting revision. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation - this device is intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - due to the incomplete information, IFU/surgical technique could not be considered as part of the investigation. It was reported that due to difficulties with the connection of the definite proximal part of the revitan stem to the definite distal part, two and a half year postoperatively, the patient experienced a fracture of the proximal part of the revitan stem on the medial side. Product was implanted on (B)(6), 2008 and revised on (B)(6), 2010. The in vivo time of the device is more than 1 year. The complaint (B)(4) has been created for the difficulties in connecting the proximal part of the revitan stem to the distal part. The latest revision surgery of 2019 is covered in the newer complaint (B)(4). The DHR check could not be performed as the lot number was not available. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Concomitant medical products: revitan dist. Straight 14/140, ref: 01.00405.114 , lot: unknown; biolx opt hd/adpt 12/14 28x0, ref: 00-8777-028-02 , lot: unknown; revitan mod trl part spout 75, ref:01.00409.176, lot: unknown. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723. The manufacturer did not receive devices for review. X-ray pictures were provided in the journal article and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available a cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Note: a second case has been opened for the same patient due to difficulties in connecting the proximal part of the revitan stem to the distal part during surgery: zimmer biomet reference number (B)(4) (MFR number 0009613350-2019-00053 and 0009613350-2019-00055). Zimmer's reference number of this file is (B)(4).

Event description:
The following journal article has been received: "fracture of a femoral revision stem following a technical failure", falko heroldr and henk eijer, department of orthopaedic surgery, rs emmental ag, burgdorf, switzerland hindawi, case reports in orthopedics, 2018. It has been reported that the patient underwent a revision surgery due to fracture of the proximal part of the revitan stem on the medial side. The distal part was still well fixed and was left. Only the proximal part of the revitan stem was exchanged.